Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-00425. It was reported the patient has not received effective stimulation coverage for his right side pain since implant. Reprogramming is unable to resolve the issue. Consequently, the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2018-00425. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced. The physician believes the leads were never placed in the correct area. Reportedly, the patient has effective therapy following the procedure.